Manufacturer narrative:
The initial medwatch reported the returned device had reprocessing issues during evaluation; however; the customer returned the device and no reportable malfunction was found. This issue is not likely to cause or contribute to death or serious injury if it were to recur.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited problems related to reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.